Event description:
No report of malfunction, serious injury or reason for removal provided. Device analysis indicates j retention wire fracture with protrusion through the outer polyurethane insulation.